Event description:
Patient reported right side " I never received a letter my surgeon retired. Please mail me a recall letter. I went in to ER due to inflammation and pain in both breast. "It's" been a run around. Because I did not have a letter, or know which implant I have. Months later finally got the records biocell 168 textured saline implants. I have continued to have pain and inflammation especially on the right. What is covered with the removal?" Patient later reported " still experiencing pain and contractures". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.